Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3, h6, and h10. Complaint conclusion: the stent of a 4.0mm x 15mm palmaz genesis on 142cm amiia balloon-expandable stent delivery system (sds) was not wrapped sterile. Initially, the doctor felt resistance in the guiding catheter so the palmaz was removed. Upon removal, the physician confirmed that the stent seemed to be turned up more than usual. The procedure was completed using another unknown device. There was no reported patient injury. The palmaz was prepped and inserted to an unknown guiding sheath. A 6f non-cordis guiding catheter and a non-cordis guidewire were used. The device was stored and prepped as per the instructions for use (IFU). There were no anomalies noted when the device was taken out of the package. The device was not resterilized. There was no difficulty encountered flushing the sds and adequate continuous flush was maintained through all devices. The intended vessel was the renal artery. It had no calcification, severe tortuosity, severe angulation, and 90% stenosis. Other procedural details were requested but are unknown, unavailable, or not applicable. The product was not returned for evaluation. A product history record (phr) review of lot 17744546 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent~out of shape-strut uplift/in patient¿ could not be confirmed as the device was not returned for evaluation. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as operator handling, or vessel characteristics, although unknown, may have contributed to the reported event. According to the IFU, which is not intended as a mitigation of risk, ¿prior to stenting, the palmaz genesis® peripheral stent on opta® pro .035" delivery system should be examined to verify functionality and integrity. Warning: do not use if the inner package is opened or damaged.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the stent of a 4.0mm x 15mm palmaz genesis on 142cm amiia balloon-expandable stent delivery system (sds) was not wrapped cleanly. Initially, the doctor felt resistance in the guiding catheter so the palmaz was removed. Upon removal, the physician confirmed that the stent seemed to be turned up more than usual. The procedure was completed using another unknown device. There was no reported patient injury. The palmaz was prepped and inserted to an unknown guiding sheath. A 6f non-cordis guiding catheter and a non-cordis guidewire were used. The device was stored and prepped as per the instructions for use (IFU). There were no anomalies noted when the device was taken out of the package. The device was not resterilized. There was no difficulty encountered flushing the sds and adequate continuous flush was maintained through all devices. The intended vessel was the renal artery. It had no calcification, severe tortuosity, severe angulation, and 90% stenosis. Other procedural details were requested but are unknown, unavailable, or not applicable. The device will not be returned for evaluation as it was discarded due to hospital regulation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, d10, g3, g6, h1, h2, h6, and h10. Based on additional information received, the device problem code was updated. Due to updated code, manufacturing documentation review was reopened and an updated product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot (B)(4) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the stent of a 4.0mm x 15mm palmaz genesis on 142cm amiia balloon-expandable stent delivery system (sds) was not wrapped cleanly. Initially, the doctor felt resistance so the palmaz was removed. There was no reported patient injury. The palmaz was prepped and inserted to an unknown guiding sheath. A 6f non-cordis guiding catheter and a non-cordis guidewire were used. The device will not be returned for evaluation as it was discarded due to hospital regulation.